Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred multiple times and there was a delay in resuming insulin. Also, it was reported that the customer's fill estimate was inaccurate. Reportedly, the customer used u-500 insulin. The customer reloaded the cartridge. There was no impact to the customer's blood glucose level.